Manufacturer narrative:
Date sent to the FDA: 03/15/2011. (B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a bilateral, primary, direct, laparoscopic inguinal hernia repair procedure on (B)(6) 2009. Post operatively on (B)(6) 2009 it was found that the pt developed recurrence on the right side. The pt reported that he has had a reoperation by a different surgeon. Additional information was requested.

Manufacturer narrative:
Date of re-operation for hernia recurrence was (B)(6) 2010. The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.